Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the follow up on (B)(6) 2013, an anomaly was observed in the displayed heart rate curve. An explanation is required.